Event description:
Smiths medical international ltd, has been notified of an event that the user alleges cuff leakage after one to two days. Tracheostomy tube was replaced and 2nd tube also leaked at the cuff. Both units were pretested per the instructions for use. No adverse outcome to pt.